Event description:
It was reported that during other activities with the da vinci 5 system, the customer experienced repeated ergonomics error 23062 when powering on the system, with system logs confirming the error related to console 1, ergo_armrest. Initial troubleshooting included recalibration of the armrest motor, but the fault recurred and further action was recommended to check armrest connections and related components. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed by the field service engineer, including recalibration of the armrest motor and ultimately replacement of the armrest motor module to address the repeated error 23062, after which the system was verified and returned to use.